Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the anchor broke during procedure. All pieces were retrieved.

Manufacturer narrative:
Alleged failure: screw broken off. Probable root cause: design: insufficient material strength; anchor assembly design not strong enough to withstand impaction; anchor geometry too blunt for effective bone penetration. Process: anchor not manufactured to specification, improper assembly of anchor onto inserter. Application: hard bone; excessive force; incorrect angle of attack (too steep/shallow); no pilot hole prepared in the event of hard bone; incorrect instrumentation used to prepare pilot hole. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the anchor broke during procedure. All pieces were retrieved.